Event description:
A medtronic representative reported the vertek arm will not lock no matter how much you tighten the handle. This was not during surgery and no patient was present.

Manufacturer narrative:
The reported allegation was prior to surgery and no patient was present. The suspect part has not been received by the manufacturer for evaluation.